Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was related to the hm module. A siemens healthcare diagnostics field service representative was dispatched to the account and performed preventive maintenance and extensive maintenance to the hm module. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The sample was repeated and the result was still elevated. The second result was reported to the physician. The physician did not question the result. A second and third sample draw was done. Troponin I results from both subsequent draws were negative. It is unknown if treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.